Manufacturer narrative:
Received one used list# mc33419, 6" (15 cm) appx .88 ml, bifuse ext set w/2 microclave¿ clear, 2 clamps, luer lock; lot# unknown. No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed. The returned sample was leak-tested and met product specifications. A DHR review could not be conducted because no lot number was identified. Corrected information can be found in h6 health effect impact code.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown. Additional reporter information: (B)(6).

Event description:
The event involved a 6" (15 cm) appx .88 ml, bifuse ext set w/2 microclave¿ clear, 2 clamps, luer lock where it was reported leaking microclave through plastic of base. Patient was not properly sedated as a result. Medication leaking into bed instead of infusing properly into the patient. Medication involved was fentanyl and propofol. Patient has critical airway and was attempting to reach to endotracheal (et) tube. Leaking occurred through base of microclave and patient not receiving appropriate sedation. Patient agitated with critical airway and unable to settle until intravenous (IV) site changed. There was patient involvement and no adverse event.